Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 129 mg/dl. The customer states they attended there health care provider for a regular visit, when the pump continued to alarm no delivery. The customer was unable to complete troubleshooting because he did not have wearing the pump. The customer states he did not wish to return any material back. However he did say he disconnected from the pump and it was delivering insulin in a puddle. The customer did not clarify if there was a leak. The device will not be returned for analysis.